Event description:
It was reported that, pre-operatively, while positioning the arm cart assembly (aca) into the compact position, the aca experienced a non-recoverable error and became blocked. The aca was rebooted, after which it functioned properly. No patient involvement.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Evaluation of the logs indicated multiple error codes for arm cart assembly 1 had occurred. An error code was noted which occurs when after calibration, if the primary and the secondary position sensors for any degrees of freedom differ by the standard set. An error code was noted which occurs when the robotic arm brake experiences a state error. An error code was noted which occurs when the reported motor state or the reported brake state do not agree with the controller modes. An error code was noted which occurs when there is a mismatch between the ms and joint position sensor (jps) primary. These error codes are associated with preventing position control and interrupt any type of manual control along with being a non-recoverable error. Review of the field service notes indicated that the arm cart assembly experienced blocking and a non-recoverable error. The jps brooming script was performed to resolve all of these error code issues. The arm cart is now operable. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a calibration failure. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, pre-operatively, while positioning the arm cart assembly (aca) into the compact position, the aca experienced a non-recoverable error and became blocked. The aca was rebooted, after which it functioned properly. No patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.